Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing excessive itching had occurred while wearing multiple pods over a period of 6 months. It was reported that the patient was allergic to the pod adhesive. The caregiver stated that some reactions are worse than others, but all result in itchy, irritated skin. The caregiver has tried various barrier products, patches, and skin preparation methods, but the patient continued to struggle with reactions that limit available pod placement sites on their small body. The patient¿s pediatrician prescribed an antibiotic cream and oral medication. The patient was also referred to a dermatologist.